Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose. The customer blood glucose level was 400 mg/dl at the time of incident and the current blood glucose of the patient was 263 mg/dl. Customer treated per health care professional instructions. Customer stated the other blood glucose was 301 mg/dl. Customer had using insulin pump system within 48 hours of reported high blood glucose event. Customer reports insulin exited at the quick release. Troubleshooting was performed for high blood glucose. The insulin pump will not be returned for analysis.